Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/12/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, redness, and drainage under the entire patch area, which occurred 4 days after the sensor had been inserted in the arm. The patient consulted a doctor and they prescribed diprogenta cream (otc) and rupaler (antihistamine) 2 tablets a day. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed, consistent of a visible stripping and excoriation, the erythema was extended beyond the patch perimeter, and on the external part of the reaction wounds could be observed. In addition, it could be observed fluid drainage. There was no documentation of examinations or laboratory test performed. At the time of the report the patient had recovered. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.